Event description:
Account provided medwatch report involving pt and "adverse event" with use of p/n 7550 code blue resuscitator. Medwatch report is incomplete and indicates investigation is pending. Complaint form completed during account manager visit indicates that although user initially thought that the bag malfunctioned, it was determined that the resuscitator did not malfunction. Incident report provided by the account indicates pt's condition was the factor in incident.